Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using unspecified bd intravascular administration set there was component damage and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: details of complaint (reported issue): plastic portion of tubing attached to pressure disc broke and IV fluids were leaking out of the line. Lot code was taken from other product in the store room.

Event description:
It was reported while using unspecified bd intravascular administration set there was component damage and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: details of complaint (reported issue): plastic portion of tubing attached to pressure disc broke and IV fluids were leaking out of the line. Lot code was taken from other product in the store room.

Manufacturer narrative:
H6: investigation summary: no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review could not be performed on material 10014914 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. H3 other text : see h10.